Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was found to have a physical damage on the insulation. A new rv lead was implanted and put old rv lead into left ventricular (lv) port as back-up lead. The lead remains in service. No additional adverse patient effects were reported.